Manufacturer narrative:
Event date and implant date: approximated dates as specific dates are unknown.

Event description:
It was reported that a cerebral vascular accident occurred. In (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman laa closure device was implanted in the patient. It was reported via (B)(6) that the patient had a stroke (B)(6) 2019.